Event description:
According to the reporter, during a knee replacement procedure, in the beginning while anchoring the little loop, the device¿s thread broke. Another device was used in order to complete the case. No patient injury.